Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for ECG function. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was observed and the monitor board was replaced. The device was recertified and returned to the customer. The monitor board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty integrated circuit on the monitor board. Analysis for reports of this type has not identified an increase in trend.